Event description:
Hosp reported during an abdominal CT scan on a pt, an air injection took place. The tech did not see any contrast as the scan was taking place. They realized something was wrong, but it was at the end of the injection. The technician stopped the scan, went to the pt and saw the IV site was wet. She asked the pt if they were okay, the pt responded no, then coded. The tech originally thought the pt was having an allergic reaction and called the attending physician who reviewed the x-rays and found air in the pt's heart. Pt was taken to ICU and is recovering.